Event description:
New information noted that the device went into the MRI environment without putting the device into MRI conditional mode. Programming changes were performed. There were no patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator was found in backup operation. Further information was requested however, was not provided.